Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report there were blood glucose readings missing from the pump history. The issue was not resolved. The technical support representative contacted the patient to obtain information and troubleshoot the pump, however was unable to reach her by telephone. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on with vibratory and audible sounds. There were no alarms or pump conditions indicating a malfunction recorded in the black box or alarm history. The pump was exercised for 24 hours on a one unit per hour basal program and no warning or alarms were observed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the reported complaint. There was no defect found. Unrelated to this complaint the display lens was found to be scratched and the keypad symbols were worn.